Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, the device had a false constant downstream occlusion alarm. The cause was identified to be the out of specification force sensor which could not be calibrated. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a false constant downstream occlusion alarm. No additional information is available.